Event description:
The customer stated that his blood glucose was tested using his elite xl meter and his doctor's meter (brand unk). The elite xl read 135 mg/dl, while the doctor's meter read 320mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined troubleshooting because he did not have time. He also did not provide his name, phone number, meter serial number or reagent info. No product will be returned for eval at this time.

Manufacturer narrative:
It was not possible to determine a MFR date without a meter serial number or test strip lot number.